Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging short of breath, chest burning, chronic cough, sick. There was no report of patient serious harm or injury. In the initial report, section b5 was incorrect, the correct b5 should be - the patient has alleged particles in the device, shortness of breath, cough, sinus infection, headaches, lightheaded, asthma, sneezing, itching, mucus. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation. . The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Manufacturer narrative:
Additional information was received on nov 13, 2024, and section h10 should be reported as: the manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, cough, sinus infection, headaches, lightheaded, asthma, sneezing, itching, mucus. The patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. ( product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury.

Manufacturer narrative:
Additional information was received on mar 25, 2025 and section h11 should be reported as: the manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, cough, sinus infection, headaches, lightheaded, asthma, sneezing, itching, mucus. The patient did not report to receive medical intervention additional information was received about the alleged visualization of particles.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.